Manufacturer narrative:
Device has not been returned for evaluation yet. A supplemental report will be issued if additional information is obtained.

Event description:
Distributor reports that the customer stated while unit was on patient, they were performing a plateau pressure (inspiratory hold) maneuver. Ventilator alarmed circuit obstruction, then had a high air inlet pressure alarm, and then they stopped using the ventilator to ventilate patient. After removing patient from ventilator to another ventilator, they performed both circuit check and device check twice, all reported as failing. According to debug files, unit had a device check exhalation valve failure on (B)(6) 2020, a week before the reported event occurred. No serious injury or death to patient was reported.

Manufacturer narrative:
Failure investigation complete, refer to attached report for details.